Event description:
It was reported that during a percutaneous coronary intervention, a stent damage occurred. Vascular access was obtained via radial artery. The 50% stenosed target lesion was located in the moderately calcified and mildly tortuous first diagonal segment of left anterior descending artery. After the physician inserted a non-bsc guide catheter into the lesion, they noticed that the flow was getting worse at the side branch which is due to a non-bsc guide wire. Thus, they dilated it with a 2.25 balloon catheter then a 2.25x12mm promus element¿ plus drug-eluting stent was attempted to advance but it was unable to cross the calcified lesion. A strong resistance was felt at the struts of the stent and it was deemed to be possibly damaged. The procedure was completed with a dilatation of a 2.25 non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a stent damage occurred. Vascular access was obtained via radial artery. The 50% stenosed target lesion was located in the moderately calcified and mildly tortuous first diagonal segment of left anterior descending artery. After the physician inserted a non-bsc guidecatheter into the lesion, they noticed that the flow was getting worse at the side branch which is due to a non-bsc guide wire. Thus, they dilated it with a 2.25 balloon catheter then a 2.25x12mm promus element¿ plus drug-eluting stent was attempted to advance but it was unable to cross the calcified lesion. A strong resistance was felt at the struts of the stent and it was deemed to be possibly damaged. The procedure was completed with a dilatation of a 2.25 non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for analysis. A visual and microscopic examination found no issues with the device. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).